Event description:
Previously, the customer reported being hospitalized. A follow up was conducted and the paramedics were called to check the customer at her residence. Then the customer called back and stated that she had been running high and after two unexplained high glucose, she changed the entire infusion set, and she found that the last infusion set the cannula was bent. The customer stated that her bolus wizard was not allowing her to correct and her glucose level went over 600mg/dl. Had customer to do a correction using a manual bolus, but her blood glucose continued being high. The customer stated that she will go to the hospital and then the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.